Manufacturer narrative:
No products were returned for investigation and no radiographs could be provided confirming the alleged failure. It is unknown what the patients post-op activity levels were or if the experienced a fall or other accident. The root cause of the issue is unknown but may be the result of post operative activity or improper placement during the index procedure. No additional investigation can occur. Labeling review "... Potential adverse events and complications; potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation... Pain, discomfort or abnormal sensations due to the presence of the device..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...for coroent anterior tlif implants, do not position inserter past 90° with respect to the implant. Hyper angulation during impaction may result in implant disengagement. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...". Discarded at facility.

Event description:
On (B)(6) 2021 a patient underwent a transforaminal lumbar interbody fusion procedure from l4 to s. Post-op the patient began to experience pain and on (B)(6) 2021 it was discovered that the right implant at l5-s had migrated. On (B)(6) 2021 a revision occurred where the migrated device was removed and replaced. The patient is reported to be recovering well post revision.